Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that a donor sample was typed c negative twice with two different lots of seraclone anti-c. The first typing was performed with lot 8418160-01 on (B)(6) 2015. The supposedly defective product is already expired. The second typing was performed with lot 8508190-01 on (B)(6) 2015. This lot is still within shelf life. On (B)(6) 2015 a donor sample was typed as c positive with lot 8519060-01. The customer did return the supposedly defective product and the donor sample but not the two lots of seraclone anti-c which yielded the negative test results. Our quality control laboratory tested the donor sample with all three lots of seraclone anti-c (sample provided by customer and retained samples) and yielded correct positive results. Even the expired lots yielded correct positive results. Nevertheless the donor sample was sent to an external laboratory for molecular typing of the c antigen. The rhesus formular was typed as ccd.ee. The supposedly defective product was also tested with different samples. All positive and negative results were correct. We did not observe any false negative result. The supposedly defective product was also tested for potency. The minimum titer of 16 was exceeded. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-c functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that a donor sample was typed (B)(6) twice with two different lots of seraclone (B)(6). The first typing was performed with lot 8418160-01 on (B)(6) 2015. The supposedly defective product is already expired now. The second typing was performed with lot 8508190-01 on (B)(6) 2015. This lot is still within shelf life. On (B)(6) 2015 a donor sample was typed as (B)(6) with lot 8519060-01. The customer did return the supposedly defective product and the donor sample for investigational testing. Customer did not return the two lots of seraclone (B)(6) which yielded the negative reactions. Testing in our quality control laboratory is still ongoing.